Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of stuck on wire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the device history record (DHR) and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. As the reported events do not indicate any device damages or failures during unpackaging, preparation, or testing, it was considered likely that the reported events occurred due to factors encountered during the procedure.

Event description:
It was reported that the catheter burr became stuck with the guidewire. The 10 mm long and 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with a vessel diameter of 3.00 mm. A 1.50mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that the burr became stuck with the guidewire. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. The rotawire and burr were removed together as one unit from the patient.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the catheter burr became stuck with the guidewire. The 10 mm long and 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with a vessel diameter of 3.00 mm. A 1.50mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that the burr became stuck with the guidewire. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.